Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(cloudy).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the image out of focus. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, our technician confirmed that the forward body cover broken, the deflector wire stretched, and the objective gluing missing; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.